Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent battery revision surgery due to near end of service. During the surgery, system diagnostics returned high lead impedance result. The lead was not replaced. Review of manufacturing records confirmed that the lead passed all tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011.